Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and a component disengaged into the patient's cavity. The component remains in the pelvic area of the patient. The hospital has reported no patient injury occurred.